Event description:
The complainant reported a 58-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During advancement of the repositioning sheath, an angiogram through the rewire port observed sluggish pump flows. An external contralateral bypass was placed at the right superficial femoral artery which improved flow. It was reported that the patient¿s urinary output was poor and continuous renal replacement therapy was started. Subsequently, the impella cp was weaned and explanted. The patient tolerated the procedure and condition was good post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.